Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station has multiple issues that were found. A technical support specialist verified the application log and data synchronization log, and then verified the database and disk size, and no issues were found. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es station was having multiple issues, sometimes it would stop working, lose connection, and the system would shut down or automatically reboot the station itself. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.